Manufacturer narrative:
Evaluation summary: customer report was confirmed. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer.

Event description:
C-cc-dp - detached / dissembled parts flo-0908-004 #2. Reportedly, the connection between zero stopcock and dpt was detached during priming.